Event description:
The device was returned due to no output and no telemetry. The device was explanted, replaced and subsequently tested out of specification consistent with the notification advisory for this device. No patient complications have been reported as a result of this event.